Event description:
It was reported that following a catheterization via the right femoral artery, a 6f angio-seal was selected for use. The pt was kept on bedrest for four hours post procedure. The pt had pedal pulses and was ambulating without complication at the time of discharge. Two days later, the pt presented with ischemic symptoms of the right leg and was taken to operating room. The collagen and clots were removed from the right femoral artery. Two days later, the pt was discharged home in good condition. The pt continued to experience right leg pain. Pseudoaneurysm and av fistula were ruled out. The implant and explant dates are month specific.

Manufacturer narrative:
No product was returned; therefore, an eval cold not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.